Manufacturer narrative:
Alphatec became aware of the broken screw by way of a lawsuit filed by the patient. Alphatec is not aware of any other occurrences of broken screws since the product's commercial release in (B)(6) 1995. Preliminary investigation suggests that the broken screw was discovered 30 plus months post-op. Revision surgery may have already been performed. The investigation is ongoing.

Event description:
Broken pedicle screw at the sacral spine 30 months post-op. Revision surgery is being scheduled. It has not been confirmed that the subject device was indeed manufactured by alphatec, nor have x-rays been provided. This is a temporary fixation device as indicated in the product labeling.